Event description:
A malfunction alarm was reported with a code that was resettable. The customer's blood glucose level was 18.7 mmol/l, which is within the normal range. Technical support helped the customer reset the pump and instructed them to continue using it while advising them to call back if the malfunction code recurs. The customer acknowledged and understood these instructions.